Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. B3: date of event has been entered as the date of publication (01jan2025) since the date of data collection was not provided. E1: customer site was (B)(6). Author citation: marsela, e., et al (2025). Aortic valve opening after continuous flow lvad implantation correlates with the intensity of angiogenic dysregulation. Journal of cardiac failure, 31(1), 328¿329. Https://doi.org/10.1016/j.cardfail.2024.10.378. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, and the reported events could not be conclusively determined through this evaluation. Non-pulsatile blood flow in lvad can cause splanchnic submucosal hypoxia, thereby triggering angiogenic dysregulation through the activation of the hif (hypoxia-inducible factor)-1a/ang-2/vegf signaling pathway. Consequently, this dysregulation can lead to the development of gastrointestinal angiodysplasia (giad). On the other hand, it was shown that the loss of pulsatility due to closed aortic valve (av) in patients with lvad correlates with an increased risk of gastrointestinal bleeding (gib). The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article "aortic valve opening after continuous flow lvad implantation correlates with the intensity of angiogenic dysregulation" that the heartmate (hm) 3 may be associated with gastrointestinal bleeding and gastrointestinal angiodysplagia (giad). The single-center retrospective study evaluated the blood samples from 18 patients both before and after one month after implantation with the left ventricular assist device (lvad). There were 15 patients implanted with the hm3 and 3 patients implanted with the hm ii. Using the elisa method, the vascular endothelial growth factor (vegf), angiopoietin-1 (ang-1), and angiopoietin-2 (ang-2) serum levels were measured. The difference in levels between paired samples before and after implant was compared using the wilcoxon signed-rank test. The study reviewed clinical characteristics of the enrolled patients, with a specific focus on the aortic valve opening (avo) observed on transthoracic echocardiogram (tee) in temporal proximity to blood draw. Patients were categorized into 2 groups: those with consistently closed av and those with an open or intermittently open av post-lvad implantation. The serum levels of ang-2 (6.1 to 10.5 ng/ml, p=0.002), and vegf (137.1 to 416.5 pg/ml, p=0.01) increased significantly post-lvad implant, whereas ang-1 levels did not exhibit significant changes (27.03 to 18.0 ng/ml, p=0.07). Patients with a closed aortic valve (n=11) showed a significantly higher change in ang-2 levels before and after lvad-implantation compared to the open-valve group (n=7) (6.4 to 1.4 ng/ml, p=0.65). The difference in vegf change was not statistically significant. The study concluded that the implantation of a continuous flow lvad pump promotes angiogenic dysregulation. There may be a correlation between closed av and the intensity of the increase of proangiogenic factors, such as ang-2 and vegf.